Manufacturer narrative:
Reported event: an event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided. -product history review: all devices accepted into stock we free from any relevant discrepancies. -complaint history review: there were no other reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Post-operative diagnosis: patient underwent primary right total hip replacement (B)(6) 2018. Patient returned for instability with two anterior dislocations. Patient was revised on (B)(6) 2018. All components exchanged except femur.